Event description:
A customer reported higher values while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2022, the customer obtained a sensor scan of 200 mg/dl and had a seizure and a loss of consciousness. The customer was brought to the emergency room where after 15 minutes, a glucose test of 101 mg/dl was obtained on the hcp meter with no comparison scan performed at that time. The customer was provided unspecified IV fluids, x-rays, and pain relief medication and diagnosed with vertigo. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.